Event description:
The customer reported that the ortho provue analyzer misread a patient sample barcode number.

Manufacturer narrative:
The customer reported that the ortho provue analyzer misread a patient sample barcode number. As a result, the wrong blood type was reported. The discrepancy was discovered by hospital staff and no transfusion of incompatible blood occurred. The customer returned examples of the barcodes used at the time of the incident to mts for investigation. The customer had placed a small barcode on top of a larger barcode. Depending on the placement of the sample tube, the instrument is able to read either the larger barcode or the smaller barcode. Customer labeling repeatedly informs the customer of the correct method with which to label sample tubes. Customer labeling also repeatedly warns the customer against placing barcode labels atop one another. No malfunction of the instrument could be identified. Customer error caused the reported event. If the discrepancy had not been caught, incorrect identification of a patient sample could lead to transfusion of incompatible blood.